Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. 'During preventive maintenance on step downstream occ. Unit showed multiples ¿error 345¿' was confirmed during the event history log (ehl) review but not reproduced during evaluation. The cause was identified to be failed upstream sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.